Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the procedure, tip of wire might have broken or fractured which could have led to extravasation as patient experienced a bleed. Unknown medication was given. No further information is available.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. While there are a number of potential causes for the reported guidewire break, because review of available information failed to identify a definitive cause and because the product was not returned for analysis, a cause of undeterminable was assigned to the reported guidewire break. However, hemorrhage is a known risks associated with endovascular procedure and is noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that during the procedure, tip of wire might have broken or fractured which could have led to extravasation as patient experienced a bleed. Unknown medication was given. No further information is available.